Event description:
Cpi rec'd info that this oscor lead was removed from svc due to intermittent loss of capture. The lead was capped because the physician suspected an insulation failure. The implantable pulse generator (ipg) was also removed at this time.